Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that on (B)(6) 2017, the patient was admitted to the hospital in with diagnosis of fall and syncope. Patient was referred to a nursing home to be followed more closely. Subsequently, on (B)(6)2017 the patient presented to the emergency department with complaints of congestion and general malaise. A chest x-ray was performed and revealed mild bilateral per hilar opacities and mild pulmonary edema. Patient was admitted with diagnosis of acute-on-chronic congestion heart failure (chf) and lower lobe pneumonia. The patient had cardiopulmonary arrest after multiple interventions to try to improve his medical problems. The patient was in dnr/dni status as per the patient¿s family. The patient expired on (B)(6)2017. The primary cause was acute-on-chronic chf and lower lobe pneumonia.